Manufacturer narrative:
Investigation included review of user feedback, verification of shipping information, and instructions for data synchronization and device shutdown prior to return. Investigation of this case revealed physical damage to the display component. It was concluded that the event was due to damage to the device¿s screen and not a performance failure of therapy delivery.

Event description:
It was reported that an ilet device¿s screen was cracked while the device was in the user¿s pocket at work, rendering the device non¿water resistant and prompting a replacement; the device was otherwise reported as functional with no alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and user counseling to maintain backup therapy due to uncertainty about device functionality.